Manufacturer narrative:
Manufacturer's reference number: (B)(4). It was reported that a patient underwent an ablation procedure for atrial fibrillation with a smartablate irrigation pump and suffered an air embolism with associated st segment elevation and hypotension. Repair follow-up was performed with the customer, but service on the device was declined. The device was not shipped for service. The complaint cannot be confirmed.

Manufacturer narrative:
On 12/14/2016, biosense webster received additional information regarding this complaint: the staff arrived at the conclusion that the fluid spike must have been left open, letting air in and keeping the fluid from flowing. This happened twice before the case, but never before or since. (B)(4). Biosense webster manufacturer's ref. No.'s (B)(4) are related to the same incident.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: carto 3 system model # m-4800-01, s/n: (B)(4); smartablate generator, model # m-4900-07, s/n: (B)(4); smart touch bidirectional catheter, model # d-1327-05-s, lot number unknown; soundstar 3d catheter, model # m-5723-05, lot number unknown; st. Jude sl2 sheath, model and lot numbers unknown. This smartablate irrigation pump was manufactured before september 24, 2014. Therefore, no UDI is applicable for this product, serial number (B)(4). (B)(4). Biosense webster manufacturer's ref. No.'s (B)(4) are related to the same incident.

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a smartablate irrigation pump and suffered an air embolism with associated st segment elevation and hypotension. During the procedure, air was observed in the tubing connected to the pentaray catheter. Staff members were unaware of the point of entry. No intervention was administered. The sheath in use at the time of the event was a st. Jude medical sl2. Multiple attempts have been made to obtain clarification to this complaint, but no further information has been made available.